Manufacturer narrative:
The following sections were updated/corrected/added: h6 (investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device was not returned for evaluation and it remains implanted. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that a patient with this valve model 2700tfx27mm implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 8 years and 5 months due to stenosis and regurgitation. A transcatheter valve was implanted within the edwards surgical valve. The patient was reported to be recovered after the procedure.